Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02831. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately two years post implantation due to an infection. During the revision, a pseudo membrane, metallic fragments, and abnormal tissue including necrosis was noted. All the implants were removed and replaced with spacers. Approximately four months later, the spacers were removed and replaced with zb implants without complications. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: removed pseudomembrane and any metallic fragments(reviewed with engineering). Decompressed a large amount of murky fluid from the psoas sheath. Drain placed. Thoroughly irrigated and debrided the wound until we felt that all infected, necrotic, metallic, and abnormal tissue had been removed. The complaint is confirmed based on the evaluation of the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.